Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "catheter knotted - removed." No adverse trend was identified. The reported complaint description cannot be confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident, but it is likely a result of operational context during the PICC placement procedure. Potential contributing factors for this complaint may be catheter positioning techniques used during the placement procedure or patient anatomy.

Event description:
Description of event involving a valued PICC, as provided by angiodynamics's distributor in (B)(4): "on my first attempt the PICC went up into the patient's neck. I therefore did a rewire procedure. Each time I passed in the second PICC it was going up into the neck again (I was able to visualize the PICC in neck vein with ultrasound). Because this kept happening, I pulled back the stiffening wire slightly in order to soften the end of the line, and flushed with normal saline as I fed the PICC in. This time I was unable to visualize the PICC in. This time I was unable to visualize the PICC in the neck. Unfortunately the next cxr showed the PICC curled up somewhere around the axillary vein, therefore I spoke to the drs about withdrawing the PICC and using it as a midline instead. When I withdrew the PICC, I felt an unravelling sensation and a slight resistance initially as if PICC were going over a bump. The PICC then withdrew easily until it reached the humerus. After the initial resistance that I felt on pulling the line, I was immediately suspicious. I tried to flush the PICC and aspirate, but was unable; the PICC had previously worked well. X-ray of the humerus showed a knotted PICC. The patient underwent a fluoroscopy and retrieval of knotted PICC with a snare in interventional radiology (B)(6) 2015. The procedure was successful and the patient was fine throughout and following this." The used device was discarded by the hospital. (B)(4).